Event description:
Info received indicates the right intermediate siderail is not locking.

Manufacturer narrative:
The technician found the siderail latch was sticking. The technician lubricated the siderail latch to repair the bed.